Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead (b)(60 2014. (B)(4).

Event description:
It was reported that two days post implant the atrial lead was not sensing. The lead was replaced. No patient complications have been reported as a result of this event.